Manufacturer narrative:
Concomitant medical products: unknown ICD, implant date unknown. Analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting short ventricular intervals and had broken. The patient was upgraded from an implantable cardioverter defibrillator (ICD) to a bi-ventricular (bi-v) device. The rv pace/sense portion was connected to the left ventricular (lv) lead port of the new device and a new lv lead was plugged into the rv lead port. The rv lead was removed at a later date. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.